Manufacturer narrative:
Analysis of the recharger found that the recharger loses connection very easily. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. On (B)(6) 2018, the patient reported that a replacement of the charger was sent in which resolved the error message issue and the small box getting hot.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient was charging her implantable neurostimulator (ins), it will progress 10% then she will get a message on her controller stating to contact the manufacturer. The patient will eventually be able to bypass the screen, charge another 10%, and the message will appear again. Also, it was reported that the small box on the patient's recharger (rtm) gets really hot and caused her implant site really red like it was burning her back. On (B)(6) 2018, the patient called to report the error code that was shown on the screen. It was noted that the patient experienced the issue again. Error code; system problem rm03, screen 77. There were no further complications or anticipations reported with this event.